Event description:
Reported 1 false negative sars result for one symptomatic patient. The customer communicated the patient had both pcr (resulted positive) and sofia sars test (resulted neg) completed on (B)(6).

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.